Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. A follow-up is to be scheduled for additional troubleshooting. This rv lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. A follow-up is to be scheduled for additional troubleshooting. This rv lead remains in-service at this time. No adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.